Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a compromised insulation cable observed in spd with 4x magnification. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary finding of instrument conductor wire insulation damaged to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip probable root cause of damaged insulation instrument conductor wire bipolar are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use. Intuitive followed up with the initial reporter and obtained the following additional information: it was reported that the damage was first observed in sterilization and processing department (spd) per the RMA, where insulation over the black conductor wire was compromised, exposing the conductor wire and raising concern about whether the instrument was safe for future use, although the cable itself remained intact (not broken in half). There was no loss of cautery observed, and any thermal damage at the site of insulation damage was uncertain. The procedure was completed with the same instrument, the damage did not result in any fragment falling inside the patient¿s anatomy, and the instrument has already been returned to isi under an RMA for evaluation; availability of photographic images or video for review was not specified.